Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/ skin condition"), hypersensitivity ("allergy"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, rash, hypersensitivity, fatigue, alopecia, gastrointestinal disorder, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Previously reported event "injury" was updated to pelvic pain / chronic pain. Events : abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/ skin condition, allergy, fatigue, hair loss, gastrointestinal disorder, weight gain, bloating were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.